Manufacturer narrative:
510k: this report is for an unknown handles: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the consultant used the 2.0 module of our compact foot set, and the driver would not fit into the handle. The driver tip appeared to be faulty. The nurses had to put the driver tip on a chuck for the surgeon to use it, but was not ideal due to small size of driver. There was a surgical delay of five (5) minutes. The surgery was completed successfully. No fragments were generated. There was no consequence to the patient. Concomitant devices reported: scrdriver shaft 2 long self-hold (part number 313.843, lot unknown, quantity 1). This report involves unknown handles trauma. This is report 2 of 2 for (B)(4).